Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix issues. It also exhibited difficult to position issues. Additional information received from product investigation closure found this lead was fractured. This lead was then successfully replaced. No adverse patient effects were reported.